Event description:
It was reported that the device was unable to be interrogated. The programmer would not "find patient" and when the device specific software was selected it would still not interrogate. A second programmer was used and when the programmer head was moved the device could not be interrogated. On an earlier date the programmer was unable to find the patient and the device could not be interrogated. On a later date, the device was unable to interrogate. The programmer displayed "unsuccessful interrogation." Moving the head resulted in no wireless telemetry. Another programmer was used and there was wireless communication but once interrogation started there was no communication. The device would not interrogate after device specific software was installed. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed and no anomalies were found.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed and initially no anomalies were found. Subsequent testing confirmed a telemetry c failure. The d273 integrated circuit (ic) failed the hybrid level dual port ram memory tests. The d273 ic is the telemetry c microprocessor ic and any failures in the dual port ram would cause the device to fail telemetry c interrogation.